Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium -large clip applier instrument was unable to clip. The customer also indicated they had a staple line leak. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The medium -large clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the medium -large clip applier (470347-12/k10220912 0102) associated with this event has been performed. Per logs, the medium -large clip applier instrument was last used in a procedure on 08-mar-2022. No image or procedure video was provided for review. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The medium -large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a loose grip cable at the distal end. The root cause of loose instrument grip cables is attributed to a component failure. Additionally, the instrument was found to have a cracked clamping pulleys at the proximal end. As a result, the grip cable became loose. Improper cleaning during reprocessing most commonly causes this failure. Root cause of this failure is attributed to the mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.